Event description:
It was reported that a single-piece, non-preloaded monofocal intraocular lens (iol) was removed during a procedure. A vitrectomy was noted to have been performed. No iol was implanted as a replacement. No further information was provided.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed. Section d6b: if explanted, give date: not applicable, as lens was removed. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.